Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a mole that was irritated by the lifevest. The patient described the irritation as a blister. There was no alleged device malfunction. The patient's physician prescibed unknown antibiotics. The patient reported that the blister had healed.